Event description:
It was reported that the user experienced persistent hyperglycemia following overnight supply changes, including a low treated with oral sugar, subsequent prolonged highs, multiple tubing and cartridge changes, a disconnect check with visible insulin drops, and discovery that the pump had remained on the ¿insert infusion set¿ screen for an extended period during which insulin delivery was stopped, after which delivery was resumed and a site-only change was performed. Symptoms included severe hyperglycemia with glucose readings above the cgm display range and a fingerstick around 450 mg/dl. Outcomes included temporary interruption of pump insulin delivery, use of backup injection therapy with a planned pump pause to avoid stacking, and later cgm readings returning to numeric values with a downward trend. Investigation included technical troubleshooting, review of pump status and screens, assessment of infusion setup and insulin volume, and guidance on pausing and resuming delivery and site management. Investigation of this case revealed interruption of insulin delivery while on the insertion screen and possible infusion-site absorption issues, with subsequent resumption of delivery and evidence of declining glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.